Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative a patient with loss of suction with one interface. There are multiple related reports for this facility. This report addresses a pi (B)(4) and additional manufacturer reports will be filed.

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows during start up the vacuum check, the energy check and the ablation check were performed successfully without issue. The logfile shows that the user performed one energy check at system startup and then performed twenty nine treatments without further energy check at that day. The user restarted the treatment on the same day with a new patient interface and finished the treatment without any problems. In summary the pi lost suction before the laser fired. No technical root cause could be identified. No sample evaluation is required even if the sample is returned as the root cause has been identified during logfile review. No technical root cause was identified as the product was found to be within specifications. The root cause is user handling. The treatment was stopped by pressing food pedal and could be finished successfully using another patient interface. The manufacturer internal reference number is: (B)(4).